Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient's infusion set's tubing got detached at the quick release. Therefore, the patient noticed the insulin out of the tubing about one day after changing the set. This issue occurred with six sets from different packaging. No further information available.